Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing had separated from the cannula while priming the tubing. Further, the patient had just primed it and was getting ready to insert an infusion set. The infusion had been used for the same day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Moreover, there was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. Upon investigation of the returned used device (one used connector), it was found that the tubing connector detached (missing glue) also a drop of glue on the top of the infusion set connector was found. No further information available.